Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was discovered that the motor device and handpiece device began smoking while burring the femur after about 2/3 of the femur was complete. The reporter was not clear if the handpiece was generating the smoke or if it was the other unspecified device with debris trapped in its sleeve. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. Patient involvement was reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was smoking and giving an e6 error. Therefore, the reported condition was confirmed. It was determined that the device had an oily liquid in the flex circuit and a crack in the flex circuit potting. It was determined that the oily liquid inside the device was due to improper cleaning. It was determined that the cracked flex circuit was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate